Event description:
It was reported that patient presented for follow-up with high pacing threshold. No anomalies were detected via fluoroscopy. Patient was in good condition and will be followed up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.